Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that row a in drawer 5 was not detecting position 3 for the cubie. After shutting down the station and inspecting the drawer, the fse discovered a medication spill that had caused corrosion on the contact for position 3. The fse replaced the full height cubie tray and allowed the station to boot into the application so the firmware update could complete. The fse then entered diagnostics and continued testing by reinstalling pockets into drawer 5 and running the acceptance test. The pockets popped out as expected and were detected properly. Different pocket sizes were tested and functioned correctly. No additional issues were observed. The customer was able to access the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 drawer 5-pkt a3 failed. The user stated that the cubie had been ejected from its slot, even though it remained physically inside the unit and the cubie would not close properly.there were no adverse events or injuries reported based on this event.